Manufacturer narrative:
A log review cannot be performed due to insufficient information provided. The event date and da vinci system identifiers are unknown. No products are expected to be returned for this event.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, while firing a sureform 30 curved-tip stapler instrument with a sureform 30 white reload, a tissue too thick message was received. When the stapler jaws were opened, there were unformed staples that fell out of the stapler, past the finishing of the firing line. It is unknown if the staples were retrieved. The surgeon used a third-party stapler instrument to resolve this event with no issues. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.